Event description:
It was reported that the patient presented to emergency department (ed) on (B)(6) 2021 with backup battery faults. There was concern the system controller backup battery ribbon connections were damaged. Technical services recommended replacing the system controller. The controller was exchanged on 06jan2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. The patient was having backup battery faults. A new pocket controller was issued to the patient due to a faulty ribbon.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file. A review of the log files spanned approximately 24 days ((B)(6) 2020 ¿ (B)(6) 2021 per time stamp). On (B)(6) 2021 between 08:35 and 11:37, there was a backup battery fault alarm that was accompanied by a yellow wrench advisory due to a backup battery load test failure. This alarm cleared shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. The ribbon cable was inspected and had no signs of damage. A root cause for the reported event cannot be conclusively determined through this investigation. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.